Manufacturer narrative:
The root cause is attributed to a missing opto button on the master tool manipulator (mtm) due to it being broken off.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. The replaced mtm has been returned and evaluated by the failure analysis (fa) team. The button was found to be broken off, confirming the reported issue. The mtm was installed onto a testing system, and an error was triggered against the gimbal handle. The gimble handle had power up failures as well.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure that the right master tool manipulator's clutch button came off. The customer used the other surgeon's console in the room to complete the case. There was no reported injury.